Manufacturer narrative:
Updated fields: d8, d10, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during set up / inspection for use, the image turned white, turned sepia color, had a error e218, and a white balance acquisition failure. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.